Event description:
Pt reported as "defective port along with some abdominal pain but they don't know if it's related to the defective port". Follow up findings; physician reported as "break in the port tubing."